Event description:
It was reported that during implant the impedence was greater than 2000 ohms. When physician advanced the lead farther in and after the catheter was slit, "a breech in the lead was noticed with the stylet visibly able to be seen through the lead insulation". Lead was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found and a full lead was returned for analysis.